Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information: as per the end user, this issue happened while the surgeon had his head inside the surgeon console and was manipulating the instrument. The surgeon felt that the instrument was not moving in the same manner as he was moving his controller. This happened from the beginning of using the instrument, it was changed immediately, and he was given a new instrument. There was no patient injury and no fragments fell. This instrument will be returning for evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-intuitive motion was observed on the permanent cautery hook instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.